Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and analyzed. The deflation difficulty could not be verified due the device damage. The probable cause(s) of the incomplete deflation could not be determined. The reported separation was confirmed on the returned device and most likely due to being pulled against resistance. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on all the information reviewed and the return analysis, there is no indication of a product deficiency. It should be noted that the trek rx instructions for use states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter.

Event description:
It was reported that using a radial artery access approach of a fistula the trek balloon dilatation catheter (bdc) was inflated once using 30% diluted dye and saline but was difficult to visualize. The contrast was increased to 50% dye and saline and during the second inflation the balloon could be visualized, however, the balloon could not be fully deflated. The bdc was difficult to remove and some force was used when the balloon segment became detached. The patient was reported in stable condition. It was suspected that the balloon fragment remained in the anatomy. The procedure was completed. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Inflation: boston scientific indeflator. Other: contrast: dilution 30% saline; 50% saline. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.